Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings also, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer called and reported that she was receiving sensor readings that were off from her blood glucose and triggering her insulin pump to threshold suspend. The customer's blood glucose was 176 mg/dl while sensor gave a 106 mg/dl reading. Another time, customer's blood glucose was 140 mg/dl and the sensor read 63 mg/dl. At one point, customer's blood glucose was 256 mg/dl and the sensor gave a reading of 400 mg/dl. On the morning of this report, customer's blood glucose was 143 mg/dl and the sensor gave a 56 mg/dl reading, triggering threshold suspend. Upon removal of the sensor, it was found to be bent. Insertion techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.